Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
No hearing performance after the user reportedly heard a tinkling noise. There was no accident or trauma to the implant site reported. Re-implantation will be on (B)(6) 2018.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
No hearing performance after the user reportedly heard a tinkling noise. There was no accident or trauma to the implant site reported. The recipient was re-implanted.